Event description:
Overdelivery reported. The pump was set to concurrently deliver a maintenance ns infusion via primary at 75 ml/hr with a secondary infusion of morphine 125mg/250ml d5w at 5 ml/hr. A new morphine container was hung at 2pm. The pump reportedly alarmed for an empty morphine container at 7:30pm. The pt had reportedly been admitted with a do not resuscitate status for "comfort care" and her baseline assessment included obtunded with groaning, an intermittently palpable blood pressure of 50 and respirations of 12 per minute. The only changes reported after the morphine delivery was a decrease in respirations to 6 per minute and absence of groaning. The infusion was stopped, the physician was notified and no medical intervention was ordered. She expired approx 12 hours later "unrelated to the morphine delivery."

Manufacturer narrative:
The pump passed performance verification testing within product specification. The frequency of death or serious injury reports for code 102 (overdelivery) is 0.58/million sets.